Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of a -13.50/2.5/178 (sphere/cylidner/axis) was implanted into the patient's left eye (os) on (B)(6)2022. On (B)(6) 2023, the lens was exchanged for a replacement lens due to refractive surprise. The problem was resolved. The cause of the event is unknown. Reportedly, "postoperative day 1 iop is high and I/a is performed. Currently, doctor is taking a wait-and-see approach."

Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).

Manufacturer narrative:
Additional information: d9: return date- 27-mar-2023. H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspections found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected date: explant date: (B)(6) 2023. Claim# (B)(4).